Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: g3 of initial MDR should have been 25sep2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. The event can be detected/prevented by following the applicable chapters in the instructions for use: the instruction manual operation manual "gif/cf/pcf-290 series, chapter 3 preparation and inspection" describes the methods for detection. The instruction manual reprocessing manual "gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)" describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material in the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.